Manufacturer narrative:
Concomitant products: product ID: 37612, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 3387s-40, lot# va0jdss, implanted: (B)(6) 2015, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. (B)(4).

Event description:
A consumer whose indication for use is essential tremors and movement disorders reported that in (B)(6) 2015, a few weeks after implant there was an infection discovered in the lead area. The lead wires had become exposed in the patient&#62688;neck and needed to be removed. They had removed one lead wire from one side first and then the lead wire from the other side and the implantable neurostimulator (ins) were removed due to the infection. The total system was explanted. This had happened in (B)(6) 2015. The patient had tried very hard to keep the implanted device so this had gone on for months but everything had been removed at this point.